Event description:
It was reported that a sensor that did not work occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a sensor that did not work is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The concluded cause is not adequately described by any other term.